Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that during an op check, they received a message recommending a battery calibration. No pt involvement.